Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No time clock anomaly and ramping numbers noted on the display. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Pump passed self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no unexpected battery out limit alarm and unexpected restart error alarm noted. Pump received with corroded battery tube noted.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the buttons are not working correctly on the insulin pump. The customer's blood glucose was 21 mmol/l at the time of incident. The customer stated the insulin pump received a no delivery alarm. The customer cleared the alarm and then went t o check settings, but then was not able to. The customer stated the numbers keep scrolling without input from user. The customer was advised that the insulin pump will need to be replaced. The customer declined troubleshooting. The insulin pump will be returned for analysis.